Event description:
In 2005 stents came off balloon during ptca of the right coronary artery. Required a different balloon to deploy required multiple stents due to difficulty getting stents to go to desired location. No adverse outcome to pt. (Three stents (1) ml vision 3.0 x 18 mm) ref 1007848-18, lot# 5051331. (2) multi link vision 3.0 x 12 mm ref 1007848-12, lot# 4071931. (3) m-l vision 3.0 x 12 mm ref 1007848-12, lot#5052331.